Event description:
Litigation alleges patient has suffered serious injury and harm including but not limited to constant and severe pain and discomfort in his lower back, thighs, groin, and area surrounding implants. It is further alleged that the patient is unable to get from a kneeling position to a standing position without the use of an aid or third party assistance. It is also alleged that due to pain and immobility from both hips, patient is no longer able to be active and participate in activities with his young child. It is also alleged that patient experiences popping and clicking sensations when going to and from a sitting position, metallosis damaging the bone and tissue surrounding the implant, other infection and inflammation of surrounding bone and tissue, a lack of mobility, and chromium and cobalt metal toxicity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.